Manufacturer narrative:
The device was returned for analysis and identified a separation at the distal end of the ratchet system. Follow-up was performed with the account and the account was not aware of the separation. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified, moderately tortuous and 80% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. Manipulation of the device resulted in the noted device damages (catheter shaft pinched/deformed) likely contributing to the reported difficulties. The noted tip jacket/inner member separation likely occurred during removal or during handling during shipment back for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 80% stenosis, mild calcification and moderate tortuosity. The vessel diameter was 5.5mm and pre-dilatation was performed using a 6x100mm balloon at 8 atmospheres (atms) for 1 minute. The 5.5x200mm supera self-expanding stent system (sess) was deployed, however, the stent was attempted to be released after deployment and the stent did not detach from the delivery system. There was no problem in the deployment mechanism. No portion of the stent deployed inside the introducer. The delivery system was removed under fluoroscopy and the supera stent was also removed. The procedure was completed with the balloon angioplasty only. There was no adverse patient effect and there was no clinically significant delay in the procedure. Analysis of the returned device identified a separation at the distal end of the ratchet system. Follow-up was performed with the account and the account was not aware of the separation and it was confirmed nothing was left in the patient's anatomy. No additional information was provided.

Event description:
The vessel diameter was 5.5mm and pre-dilatation was performed using a 6x100mm balloon at 8 atmospheres (atms) for 1 minute. The 5.5x200mm supera self-expanding stent system (sess) was deployed, however, the stent was attempted to be released after deployment and the stent did not detach from the delivery system. There was no problem in the deployment mechanism. No portion of the stent deployed inside the introducer. The delivery system was removed under fluoroscopy and the supera stent was also removed. The procedure was completed with the balloon angioplasty only. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.